Manufacturer narrative:
Article citation: kirse, d., werle, a., murphy, j., eyen, t., bruegger, d., hornig, g., torkelson, r. "Vagus nerve stimulator implantation in children." Archives of otolaryngology - head and neck surgery vol. 128 (nov 2002). 1263-1268.

Event description:
It was reported in a review of a journal article title vagus nerve stimulator implantation in children, that intraoperative device testing during initial vns implant surgery was problematic, and the use of a second lead was necessary to correct the problem. Good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received.